Event description:
Customer received a device inoperable message on AED screen. Showing failed self test in realconnect. Customer emailed back that he performed a reboot on his own and now device is back up and running. Per log review, AED did not pass monthly defibrillation test on (B)(6) 2025.